Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. The unit was checked by their site biomedical engineer and was found to be working as expected. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a storz bipolar loop 24 was plugged into bipolar resection of the vlft10gen but would not activate with foot pedal. They changed out the storz reusable and disposable equipment multiple times, but it still would not activate. They changed to monopolar 24 loop and monopolar port but it still would not activate after multiple storz reusable and disposable equipment was changed. A force triad with bipolar resection software was introduced but neither monopolar or bipolar resection would activate. A force fx was introduced and they attempted to use monopolar and it would not activate. The procedure was aborted and subsequent procedures cancelled. The patient was present, under anesthesia, and the procedure had been started. There was no injury to the patient. The subsequent cases were cancelled before the arrival of those patients. Patient medical history: the patient had a previous nephrectomy; has bullet lodged in body, but not near bladder.

Manufacturer narrative:
The incident unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.